Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, while the user was handling the device, leakage from the bending section cover occurred, which led to water invasion of the device. As a result, abnormality occurred in electronic parts by the water invasion, likely causing the reported event. The event can be prevented by following the instructions for use which state: "-inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover. Upon further inspection, it was observed that the image was not displayed due to damage on the charge-coupled device unit. It was also observed that the electrical connector had corrosion due to the water leakage. It was observed that switch 1 and switch 4 had wear due to physical stress caused by a handling problem. Additionally, it was observed that switch 2 was unclear due to deterioration or discoloration caused by chemical stress. It was also observed that the insertion section was not an olympus part, indicating a scope repair by a third party. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord and on the image guide protector (which was also loose). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera bronchovideoscope bending cover was leaking. The reported issue occurred during reprocessing prior to a diagnostic tracheoscopy procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the image was not displayed which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.